Event description:
Patient called in to report a slow "weepy port" that caused suspected leakage in the lap-band. The suspected leak was identified after multiple unsuccessful fills. The port has been replaced.

Manufacturer narrative:
Taper unk. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."